Event description:
During a transapical tavr procedure, the sapien valve embolized into the ventricle. During the procedure it was noted by echo that the left main was low and the team should be aware when deploying the valve. When positioning the valve, it was placed low so that it would not cover the left main artery, about 60:40 ventricular. Postdeployment the valve appeared 70:30 ventricular. The patient¿s blood pressure dropped and her heart rate slowed as a result of the pacing run and deployment. As a result of the patient¿s vitals not recovering, the team elected to place a balloon pump in the patient. Once the balloon pump was placed the patient¿s pressure and heart rate improved to her base line vitals. There was no paravalvular leak (pvl) or central aortic insufficiency (cai) by echo. Hemodynamically the patient was good. The team discussed placing a second valve and/or post dilating the first valve, but there were some concerns that the patient would not recover based on the drop in pressure and heart rate from the initial deployment. The patient appeared stable and the team felt that there was not an indication to place a second valve or post dilate the first valve. At this point the team decided to pull the delivery system out and close up the incision. The pacemaker was removed and the balloon pump remained on. The interventional cardiologists broke scrub and the thoracic surgeons remained to close the incision. At some point the patient¿s initial rhythm, which was atrial fibrillation, converted to sinus brady rhythm. The echocardiographer informed the team of the patient¿s blood pressure drop and heart rate decrease. A tee was performed and it was noticed that the valve had moved into the left ventricle outflow track (lvot). The team at this point elected to perform an open avr. In the process the patient expired. After the procedure the echocardiographer thought that the conversion from atrial fibrillation to sinus brady may have had something to do with the dislodgment of the valve. Because the heart rate slowed and the blood pressure dropped, the heart was not squeezing and producing enough force to counter the balloon pump pressure which may have been the cause of the dislodgment. This patient had moderate valve/leaflet calcification, and an ejection fraction of 55.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the valve was initially placed low due to the low left main, slightly lower than intended; however, it was believed to be stable. It was thought that the patient¿s conversion from atrial fibrillation to sinus brady may have had something to do with the dislodgment of the valve. As reported, the heart rate slowed and the blood pressure dropped, and the heart was not squeezing and producing enough force to counter the balloon pump pressure, this may have been the cause of the dislodgment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.